Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is non-verifiable. The device was not returned for investigation because it was implanted without impact to the procedure. No photos, scans, x-rays, or physician's reports were provided. For these reasons, no visual evaluations or functional testing could be conducted. The DHR was reviewed and no non-conformance was found. There are no indications of manufacturing defects. For all patient matched pectus bars (item# pt-xxxx & ps-xxxx) in the previous one year (from the notification date) regarding the bars being too long, there is a complaint rate of 0.48%, which is no greater than the occurrence listed in the application fmea. The most likely underlying cause could not be determined. There are no indications of manufacturing defects. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following fields were updated: b4 date of this report b5 describe event or problem g4 date received by manufacturer g7 type of report h2 follow up type h3 device evaluated by manufacturer h6 method code h6 results code h6 conclusions code h10 additional narratives/data.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The device will not be returned for analysis as it was implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2020-00342, 0001032347-2020-00343. Medical products: lorenz pectus support bar system, part# pt-3697, lot# 991830. Lorenz pectus support bar system, part# pt-3698, lot# 991840.

Event description:
It was reported the custom pectus bars were not an ideal fit during implantation. The surgeon reported the lower bar was too long. No adverse events have been reported as a result of the malfunction.